Manufacturer narrative:
The investigation concludes that lower than expected vitros k+ results were obtained from a single level of biorad control fluid tested on a vitros350 chemistry system. The most likely assignable cause of this event is an instrument related issue. Analyzer condition codes indicated an electrometer issue and acceptable performance was observed once the electrometer was replaced. Historical vitros k+ quality control results indicated acceptable performance prior to the low shift that occurred with this event. Therefore a reagent related issue is ruled out as a contributor of the lower than expected results.

Event description:
The customer obtained lower than expected vitros k+ results from a single level of non-vitros biorad control fluid tested on a vitros 350 chemistry system. Biorad liquichek unassayed chemistry control lot 31840 vitros k+ results 4.29 and 4.63 mmol/l versus the expected k+ result 6.7 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation cannot conclude that patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event this report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).